Event description:
Per the clinic, an revision surgery was performed (date not reported) for the recipient due to no auditory response with electrodes 1 to 12. The details of the device has not been reported as the date of this report on september 04, 2019.